Event description:
Product problem occurred outside us, in great britan. Female patient using lofric sense, a sterile, single-use intermittent urinary catheter. The primary packaging contains a water sachet for lubricating the coating. Patient contacted us on december 11th. Patient states that when squeezing the sachet, the water burst out of the bottom of the primary package. This happened on six products. The patient did not use them but had other non-faulty products available that she could use. She discarded the six faulty catheters. No harm or health impact reported.

Manufacturer narrative:
Batch documentation has been reviewed, and no relevant deviations were registered. No earlier complaints registered for this lot. Examination of product samples could not be carried out since the products were discarded by the patient. Investigation of production data made by the process manager does not show any problems that could be connected to this product problem. Without samples, the root cause for the customer's problem could not be determined. Production controls including inspection of welds at order start, shift start and every 60 minutes are in place to detect problems like these. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.